Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, "add gel" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable and to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, breaking the solder joint connecting rear pulse wires and damaging gel fire wires in the cable causing the reported "add gel" messages. The root cause for the open wire and the strained cable was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that it had exposed wires and that the patient was receiving "add gel" messages without a previous gel release.